Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# v503941, implanted: (B)(6) 2010, product type: lead. (B)(4).

Event description:
The healthcare provider reported a loss of therapy. Impedance measurements were not taken. The caller did not know if the stimulator was on or off. The patient had had a return of symptoms since surgery. The caller did not have 8840/patient access. The caller planned to follow-up with the patient to check the ins (implantable neurostimulator) status. Symptoms reported were: return of urinary frequency/dysfunction. Event date: return of symptoms: (B)(6) 2015. Fall: (B)(6) 2015. The caller stated that the patient fell and had a procedure at which time she thought that they likely turned off stimulation. The patient had a orif (open reduction and internal fixation) procedure for the fall. The patient was seeing dr. V. But had recently moved to (B)(6). Indications for use were noted as: urinary dysfunction/sacral nerve stim and interstim - other. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.